Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated orexpected.

Manufacturer narrative:
Analysis of the pump found a low battery reset of an undetermined cause. Analysis also identified pump/hybrid/high current drain of an unknown cause. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: lioresal with concentration 500 mcg/ml at a dose rate of 3.02 mcg/day (minimum rate). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the return paperwork indicated the patient was receiving intrathecal compounded baclofen (concentration and dose unknown) via the implanted pump for intractable spasticity and multiple sclerosis. The pump was replaced on (B)(6) 2017 for prophylactic removal to avoid in-vivo battery depletion. There was no patient injury. Further information was not provided.